Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a fall and the lead migrated. The patient underwent surgical intervention on (B)(6) 2017 where the lead was removed and replaced. When the physician removed the lead from the ipg the physician noticed the wire was broken. The patient is now receiving effective stimulation.